Event description:
A US distributor contacted ZOLL to report that a patient developed a rash under the LifeVest equipment. Patient described the area as a rash on the eft shoulder blade. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed a cream for the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Not Applicable.